Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 164 mg/dl. Customer stated that the pump was likely under him when the alarm occurred. Customer removed the battery in an attempt to reset the pump, but when he replaced the battery, he received a battery out limit alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within specifications. No battery out limit alarms noted. Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, battery tube threads and broken reservoir tube lip.